Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Air aspiration bubbles were reproduced (seen in the sideport). Dissection showed that the hemostatic valve was leaking; valve was torn. The stopcock was attached and no leaks were found along the sideport tube.

Event description:
Information received by medtronic indicated that the aspiration port (side port) of the sheath was leaking and that it was not possible to aspirate the sheath. The sheath was replaced with another one with the same lot number and the same problem was observed. The sheath was replaced with another sheath with a different lot number. The patient experienced left side hemiparalysis and was hospitalized. Patient recovered partially; recovered ability of hand and leg movement but still showed neurological deficit. Device 1 of 2, reference MFR report: 3002648230-2015-00003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.